Event description:
It was reported that the patient presented for an implant procedure, during the implant, it was observed that the right ventricular (rv) lead exhibited pacing impedance anomaly. The rv lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
The reported event of varying low voltage impedance was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.